Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed internal communication error. After this issue occurred, this iabp unit was re-booted to continue iabp therapy. This unit was going to be replaced with another, but it was used throughout the iabp therapy for this patient, and was not replaced actually with another one. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and was unable to reproduce the reported issue. Internal communication error #115 (kernel application program interface error) was confirmed from the fault log. As a precaution, the executive processor board (0670-00-0770) was replaced and the coiled cord cable connection was cleaned. After each operation, it was confirmed that the equipment is currently in good condition and working.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a